Manufacturer narrative:
The reagent lot number and expiration date were requested but not provided. The field service engineer replaced the sample probe and tested the sample probe liquid level detection. The analyzer repeatedly issued sample clot detection alarms which indicate a clogged or contaminated sample probe. Cleaning the sample probe is part of the customer¿s daily maintenance. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and questionable vitamin d results from the cobas e 801 analytical unit. Sample 1 initial result was 19.5 nmol/l and the repeat result was 30 nmol/l. Sample 2 initial result was 23.7 nmol/l and the repeat result was 38 nmol/l.